Manufacturer narrative:
Mckesson medical surgical is the assembler of a convenience kit on behalf of the sns that includes this qual impact syringe. Haiou medical manufactures the syringe that is included in the convenience kit. Mckesson medical-surgical does not undertake any further manufacturing or relabeling of the syringe. We have notified asprsnsowsopscell@cdc.gov who will pass along this information to yangzhou medline industry, the manufacturer of the needle so they may conduct a device evaluation as warranted.

Event description:
Customer experiencing a lot of safety and mechanical failures with the safety syringes that were included within their pfizer vaccine convenience kit. Reported instances were needle not retracting, retracting before vaccine was administered, a needle separating with the cap, and a needle falling out of the syringe. One mechanical failure of a needle not retracting resulted in a needle stick.